Event description:
It was reported the patient recently started having trouble voiding urine or passing stool. The patient also had pain at their implant site and all of these symptoms began four days prior to report. The patient¿s urine was also cloudy. The healthcare provider was going to prescribe antibiotics for the patient, though a urinary tract infection had not been confirmed yet. The patient was also provided laxatives by their healthcare provider. The event was unresolved at the time of report. Additional information received later from the healthcare provider stated it was unknown if the event was device related and no reprogramming was needed. There were no troubleshooting interventions or other actions taken and the patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0earq, implanted: (B)(6) 2014, product type: lead. (B)(4).